Event description:
During the device evaluation, it was found that the forceps channel port on the bronchofiberscope was shaved. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection based on investigative findings, the probable cause was attributed to various stress factors including component damage or deterioration, electrical anomalies, environmental temperature conditions, or maintenance-related issues. Analysis indicates the failure resulted from expected wear or random component breakdown rather than systematic design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.